Event description:
Customer related the arterial part of the dialysate header was cracked. Customer related the crack was noticed as soon as dialysis was initiated. Customer related their policy is to return the pt blood in the extracorporeal circuit. Customer related there was no intervention required and that a new system was setup without further incident.